Manufacturer narrative:
(B)(4). Batch #: p94557. Additional information was requested and the following was obtained: did the threaded stud break off? Yes. Did the handle of the handpiece break off? No. Could you see inside the handpiece that broke? No. Investigation summary: the handpiece was received disassembled and the nose cone was cracked. In addition the threaded stud was not broken as reported. No functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that when the team went to dismantle the disposable and handpiece, the complete handpiece broke. There were no patient consequences.